Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The tracing file has been provided for review. The device history record for serial number (B)(4) was reviewed and the product was produced according to product specifications. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a lung placement of a nasogastric (ng) tube occurred during use of the device. Per additional information received (B)(6) 2021, the ng tube was found placed in the left lung. The tube was initially placed on (B)(6) 2021 at 12:30 and placement was confirmed with x-ray at 13:21. At 17:07 liquid morphine was provided via ng tube, and liquid feed was started at 25ml/hr. The patient began complaining of severe pain in her left side. A second x ray was performed which confirmed the lung placement. The tube was immediately removed. Two days later, the patient developed respiratory failure, and was transferred to the intensive care unit (ICU) where she was intubated and a chest tube was placed. A CT scan was performed on (B)(6) 2021 at 03:38. The patient developed severe sepsis and expired on 7 oct 2021.

Manufacturer narrative:
The tracing file provided by the customer was reviewed as part of the investigation. It was determined that 16 seconds into the tracing, the tracing crossed the y axis and deviated into the left lung area. The tracing further deviates into the left lung area for the remainder of the tracing time and never crosses the x axis. The lateral view of the tracing shows the tracing curving upwards towards the patient's chest. The facility also provided the initial x rays taken after the placement. Per review of the x-rays by a medical professional it was determined that they are indicative of a lung placement. The complaint is confirmed with the root cause determined to be incorrect use of the device. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 30 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.